Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the tip of this right ventricular (rv) lead became stuck around the septum. Several stylets were tried, but none were able to provide the torque needed to affect the lead tip and the lead was not able to be removed. The terminal end of the lead was cut and the distal portion of the lead was surgically abandoned. A new rv lead was implanted to complete the procedure. No adverse patient effects were reported.